Event description:
During a directional coronary atherectomy/ptca treatment procedure, the maverrck xl balloon ruptured at 8 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the right coronary artery. The maverick xl balloon was being used to post-dilate the lesion after dca intervention. It is noted that resistance was met with insertion and removal of the balloon catheter. The maverick xl balloon was removed and replaced with a maverick xl 6.0 balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.